Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney reports the patient underwent repair of a hernia with composix kugel on (B)(6) 2002. More than six years post implant the patient underwent excision of composix kugel. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided and no specific device failure was reported. Additionally, no sample was returned for evaluation and no lot number was provided, therefore a manufacturing review is not possible. With the currently available information, no conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: on (B)(6) 2002 - the patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2008 - the patient underwent excision of composix kugel. The attorney alleges the patient has suffered and will continue to suffer physical pain. The patient was seriously and permanently injured.